Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed but occurrence is likely. The device evaluation found dirt or residue adhering to the electrical contacts. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope showed a "sandstorm screen". The issue was found during a procedure, which was completed after a few minute delay to reinsert the cord into the light source and achieve a normal image. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be confirmed, nor reproduced. There were no found abnormalities to image changes due to angulation operation, nor twisting of the universal cord or insertion section. There was also no found image changes due to alternating immersion in hot and cold water. No abnormalities were found from long-term power on, and no water invasion was found. Since the suggested event cannot be reproduced, it is difficult to perform further analysis from the actual device, and although it was not possible to identify the cause, it is believed that the cause of the occurrence is that there is a foreign material (chemical solution residue, limescale, sebum stains, dust, gauze fuzz, etc.) Adhered to the scope connector or the electrical contacts of the video system center and may have caused a temporary electrical contact failure. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. It is suggested to the user facility that, should the suggested event recur, to investigate the system side and further checking the combination with the scope. Olympus will continue to monitor field performance for this device.